Event description:
Pt reported being hospitalized in 2005 for ketones in the urine. He experienced loss of appetite and vomiting. Pt's blood glucose was elevated to 450 mg/dl. He was treated with IV fluids and IV insulin. The physician requested that the infusion device be removed until he was discharged. Pt reported that the ketonuria was caused by a medication taken to treat a back injury. He stopped taking the medication and consulted with the prescribing physician. Pt resumed taking the back medication and the ketonuria returned. He stated that he then stopped taking the medication and the ketonuria subsided. His blood glucose decreased below 300 mg/dl and pt was discharged from hosp. Pt returned to using the infusion device. He indicated that the infusion device did not malfunction. Product will not be returned for eval.

Manufacturer narrative:
H6: product not returned for eval.